Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 143 mg/dl. Insulin delivery was suspended due to sensor glucose and blood glucose. Sensor glucose value that triggered suspend event was under 65 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Blood glucose value associated with the triggered suspend event was 99 mg/dl. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did not receive a sensor updating alert. The sensor will not be returned for analysis.